Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082108.

Event description:
It was reported that after taking a fall, the patient experienced shocking sensations and was unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
The patient is no longer experiencing issues entering MRI mode. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient was able to enter MRI mode; therefore, this event is no longer considered to be reportable.